Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Subject ID: (B)(6). Dots. Clinical adverse event received for scar tissue limiting flexion: adhesions; patellar clunk; instability. Event is serious and is considered moderate event there is a remote possibility it is related to device and is probably related to procedure. Date of implantation: (B)(6) 2017. Date of event: (B)(6) 2019. Date of revision: (B)(6) 2019. (Right knee). Products present at the time of the ae: catalog: 962336. Lot: h42734. Description: sigma tibial insert tciii rp cvd sz 2.5 22.5mm. Catalog: 960848. Lot: h44566. Description: sigma wdg posterior 8mm sz 2.5. Catalog: 960841. Lot: eg1af4. Description: sigma wdg distal 4mm sz 2.5 rt. Catalog: 960841. Lot: 143934. Description: sigma wdg distal 4mm sz 2.5 rt. Catalog: 960092. Lot: h48846. Description: sigma fem tciii cemented rt sz 2.5. Catalog: 129453215. Lot: 745018. Description: universal sleeve distally porocoat sz 31mm. Catalog: 129435315. Lot: c72656. Description: mbt revision tibial tray. Catalog: 129454000. Lot: h31933. Description: mbt revision tibial sleeve 29mm. Catalog: 960781. Lot: h69611. Description: sigma femoral adapter 5 degree. Catalog: 960784. Lot: h53353. Description: sigma femoral adapter bolt neutral. Catalog: 960848. Lot: 594422. Description: sigma wdg posterior 8mm sz 2.5. Catalog: 960101. Lot: 8516857. Description: sigma patella oval dome 3 pegged 35mm. Catalog: 3332040. Lot: 8432633. Description: smart set bone cement cmw3. Catalog: 3332040. Lot: 8432633. Description: smart set bone cement cmw3.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the device associated with the reported event was not returned to the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.